Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level was 48 mg/dl. Customer advised they would deliver a bolus and then their blood glucose levels would go very low. Customer blood glucose level was 366 mg/dl at the time of call. Troubleshooting was performed for high blood glucose. The customer stated that the setting were accurate. High pressure test was performed and insulin pump passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2018.